Event description:
It was reported that a week post implant the patient went to the hospital due to chest pain. The physician believed the right ventricular lead's helix extension at implant caused a perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was tissue on the helix, the lead was stretched, and there was apparent explant damage.